Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 496 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment for hyperglycemia, a bolus was delivered with the pod, a manual injection was also given and then a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and a bend was found in the exposed portion of the soft cannula. It is unclear when the bend occurred. During the fluid path test, fluid was able to flow passed the bend and out of the distal tip of the soft cannula.